Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 358mg/dl and the sensor glucose was 242mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. The customer reported that when they put in a new sensor in last night and it was about 80 off every time. Current sensor glucose value was 95. Current blood glucose value was 116. It was also reported that patient¿s blood glucose was 108mg/dl. Based on customer report customer does not allege pump was under delivering. The customer declined to troubleshoot for high blood glucose. Insulin delivery was suspended due to sensor value that of 102. Suspend on low limit in sensor settings was below 70. The sensor will not be returned for analysis.